Event description:
Information received by medtronic indicated that customer was experienced high blood glucose. Customer's blood glucose value at the time of incident was 17 mmol/l. The customer did experience symptoms such as stomach pain and sick also vision also went blurry. The customer treated with manual injection and insulin pump. Customer's current blood glucose value was 12 mmol/l. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not allege that the insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal reporting number: z-0958-2020. (B)(4). S/w 2.9d. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unable to uploaded using carelink pro. Carelink pro problem isolated to electronic assembly. Unit received with cracked retainer and fading serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."